Event description:
It was reported to boston scientific corporation that a stonetome was used during a est procedure. According to the complainant, during the procedure the physician attempted to cut the papilla, and the cutting wire broke. No part of the wire detached within the patient. Additionally, it was noted that there was difficulty when operating the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and bent. The broken ends of the cutting wire were severely blackened/burnt, and appeared that the exposed cut wire snapped likely due to being grounded against some part of the scope and/or higher power settings. The distal portion of cut wire measured to be approximately 16mm long and remained securely attached to the anchor notch assembly. The distal pierce hole was found to be blackened/burnt and melted, and partially exposed the anchor. The proximal pierce hole was without issue. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
The exact age of the patient is unknown however, the patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used during a est procedure. According to the complainant, during the procedure the physician attempted to cut the papilla, and the cutting wire broke. No part of the wire detached within the patient. Additionally, it was noted that there was difficulty when operating the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.